Event description:
A customer reported to baxter corporate product surveillance (cps) a one-link luer activated device in which the top of the one-link luer activated device was cracked. According to the report, the one-link was connected to the patient's portacath. The nurse disconnected a miniloc safety infusion extension set ((B)(4) - lot # asujs073) and attempted to flush the one-link. When the nurse attempted to flush the one-link with a 10ml prefilled saline syringe, the nurse observed a strange twisting resistance. When she removed the syringe from the one-link, the nurse observed that a small piece of plastic fell off the valve. After observation of the one-link, the nurse noted that there was a crack on the top of the device. The nurse switched out the one-link for a new one-link and attempted to resume therapy. The nurse indicated that when she attempted to connect the distal end of a hospira plum primary set (product code (B)(4)), a secure connection could not be made. The nurse attempted to twist, and stated that the threads would not catch. The nurse observed an extra piece of plastic on the left side of the one-link device. This resulted in the valve being uneven, and would not allow for a connection to be made. The one-link was switched out and therapy resumed as normal. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available. This report will address the first cracked one-link.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned for evaluation. Visual inspection confirmed a crack in the inlet of the one-link, consistent with chemical stress, that did not result in a piece breaking off. Therefore, the reported condition was confirmed. An assignable root cause was not determined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product.